Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient has been hospitalized for 8 months due to an unknown issue (reason not provided by patient). The patient was very stressed and did not want to document a report. She crying on the call and it was very hard to understand everything that she was saying. The agent did make attempts to get the customer to talk to her about what was going on with her and why she was in the hospital. No further information available.